Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered four infusion set cannulas kinked event within 3 hours of insertion. The infusion set was in use for 6 hours. Patients' blood glucose level was found to be 400mg/dl. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR 1914932- MDR 3003442380-2024-14993- device 4 of 4.